Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. An attempt was made to obtain more information via the consumer's social media and no response received. There was no other personal information received for communicating with consumer. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that while using a tampon, the string broke. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.